Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Component code. Additional information was requested, and the following was obtained: I am just letting you know that I had two serious complications. I believe the cause is using surgicel in total knees in the superficial muscle layer, which can cause the skin to become necrotic, especially in thin patients whose skin is very close to the muscle layer. If you are aware of other surgeons with similar issues, you should give serious consideration to placing a general warning on this product. I will not be able to spend any more time on this, but just wanted to make you aware. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: on (B)(6)2025 I performed two knee replacements at my local hospital. Both cases had moderate venous bleeding in the muscle region and I utilized surgicel powder to help obtain hemostasis. Both patients were very thin, and I believe that the underlying deep fascia was in contact with the powder upon closing the skin. Unfortunately, both patients developed significant skin necrosis with in 5 days of surgery, and both patients required additional surgical interventions to handle the skin necrosis and subsequent skin infection that developed. I did not see any formal notice about not utilizing this product in the muscle area of the knee but would like to bring this to your attention going forward. I do not have access to the lot numbers. I do not believe that there was an issue with the medications, but a warning might need to be added to the use of these medications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the product code? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. Were cultures performed? If yes, results? 10. Please clarify what type of skin reaction the patient experience? 11. Does the surgeon believe that the use of the surgicel powder contribute to the skin reaction, skin infection, and necrosis? If yes, please provide more details. 12. What is physician¿s opinion as to the cause of this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative significant skin necrosis and skin infection? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tka procedure on (B)(6)2025 and absorbable hemostat was used. The surgeon had had seen two serious clinical skin reactions while recently using absorbable hemostat. Additional information was requested.